Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to boot up. Review of the logfile shows malfunctioning network switch. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the network switch was defective. To resolve the issue, the fse replaced the network switch. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.